Manufacturer narrative:
The device history records for the component lot was reviewed. No abnormalities that could have contributed to the complaint were found during the review. The associated lot (1) was released based on the manufacturer's acceptance criteria. A final determination of whether or not a product malfunction occurred will be made at the conclusion of the investigation. A root cause has not been identified. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).

Event description:
A customer reported a dull knife was experienced during surgery. The knife was exchanged and the procedure was completed with no harm to the pt.